Manufacturer narrative:
Terumo has not received the actual device for investigation; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the sampling line connection came off. There was no pt involvement as this occurred during set up. Product was not changed out. Surgery was completed successfully.